Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the louver cover near the tube was bent from the impact of the gantry rotation. The cover was bent back to a normal position and it was ensured that the cover did not hit any spots during a 3d spin. The system was then found to be operational and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the site was putting the imaging system away, it got caught in a drape and a part of the system may have been bent. There was no patient involved.